Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage of the distal tip of the option-lok male adapter. A primary plumset was being used to deliver an unspecified medication. After an unspecified length of time, the option-lok male adapter of the microbore extension tubing set was connected to an unspecified clave port of the primary plumset for the delivery of an unspecified medication. No specific details were provided. At this time, it was reported that the distal tip of the male adapter broke off and an unspecified volume of the pt's blood was noted on the floor. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. No additional info was provided. After an unspecified length of time, it was reported that the nurse attempted to disconnect the option-lok male adapter from the extension tubing set from the clave port of the plumset for an unspecified reason. At this time, it was reported that the option-lok male adapter of the extension tubing set broke off. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.